Event description:
Puritan bennett 980 ventilator: exhalation valve flow sensor (evq) calibration failure. Evq calibration failure has been due to damage of the flow sensor filament. The evq is processed between patients based on MFR recommendations and easily damaged with handling. The evq is process w/in a medical case and removed when ready to install in the 980 ventilator. Calibration failures have been found due to the horizonal sensor filament missing. Four incidents of calibration failure due to missing flow sensor filament w/in the month.